Manufacturer narrative:
Investigation: samples received: 23 closed samples and 2 open samples analysis and results: there are two previous complaints of this code batch, one of them regarding the same issue and it was closed as not confirmed after the analysis. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have received 23 closed samples and two open samples, one of them with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.45 kgf in average and 0.321 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the needle detached easily. The reporter indicated that the needle detached very easily and also lay in the closed package. The event occurred prior to surgery. Additional information is not available.